Event description:
In 2007, the pt reported experiencing 9 infusion set tubings separate at the luer connection "last week." She was not able to provide specific incident dates. She stated on one occasion her blood glucose measured 160 mg/dl, which is higher than normal. She stated her normal range is 100-120 mg/dl. The pt stated she changed her infusion set and bolused to lower her blood glucose. Replacement product was sent to the pt. Upon follow up, the pt stated that she was doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.